Event description:
It was reported that the insulin pump alarmed button error during a basal delivery, which was not resolved by a battery replacement. The blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. The customer noted that the insulin pump was kept in her bra, although she did not think this had contributed to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked battery tube threads and a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.